Event description:
It was reported that there appear to be three episodes of possible false asystole. Two of the episodes appear to be loss of electrode contact. The third episode is not clear. The patient was not symptomatic with these episodes. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).